Event description:
The patient reported that they typically turned stimulation off at night to sleep, since otherwise it was too much. They turned the implantable neurostimulator (ins) on after fully charging it but did not feel stimulation for two hours. They turned stimulation off the following day because they had a stomach ache, it was confirmed to be unrelated to the implant. Stimulation was turned on the day after that and had not felt stimulation, the adaptive stimulation was enabled/upright position, the ins was on, group a 3.4v. They checked the device with the programmer and it showed on. They did have the ability to change stimulation, it was reviewed to try increasing stimulation but did not resolve the reported issue. They increased the amplitude several degrees during the call but still did not feel stimulation. The patient changed group to b, and adjusting amplitude brought stimulation in the appropriate location /legs at a comfortable level. Troubleshooting resolved the reported issue. It was reviewed that the patient follow up with their health care professional (hcp), as programming to assess therapy/programming and for stomach ache as necessary. The no stimulation issues began on (B)(6) 2016, the stomach ache was in (B)(6) 2016, and they turned the stimulation off at night otherwise too high on (B)(6) 2016. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.